Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver fractured during surgery. The procedure was completed using an alternative screwdriver. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned driver shaft was examined. The tip was found to have fractured off. The torque limiting handle which was used when the driver fracture was found to output torque within specifications, so this was not a cause of the fracture. The exact cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.